Event description:
It was reported that the device triggered an alert for low battery voltage. The device was suspected of reaching recommended replacement time (rrt) prematurely. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead measured high threshold. The lead measured different thresholds when the patient was sitting versus lying flat. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.